Event description:
Caller reported a cartridge alarm issue. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The pump was replaced by cts, who provided instructions for storage mode before returning the device. Customer planned to use mdi as backup therapy and confirmed the shipping address for the replacement, with several acknowledgments for instructions received. The problematic pump was to be returned to tandem using a pre-paid label within 10 days.